Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6), implanted: (B)(6) 2020, explanted:(B)(6) 2025, product type catheter product ID 8578, lot# n145718, implanted: (B)(6) 2008, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider via a company representative regarding a patient who was receiving an unknown drug via implantable pump. It was reported that the patient's pump was eroding through their skin. It was unknown if external factors were involved or if troubleshooting was performed. The system was explanted and they were treated for infection. It was unknown if the event was resolved.